Event description:
It was reported that the patient was hospitalized for a fever in february. The patient developed a bacterial pump pocket infection, with positive cultures during admission on (B)(6) 2022. The exact onset of the infection could not be confirmed.

Manufacturer narrative:
The march admission for infection is covered under MFR # 2916596-2022-12264. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter address line 1: (B)(6). Reporter postal office or zip code: (B)(6).

Event description:
Additional information: it was reported that the medical records were checked again and there was no record of the patient being hospitalized in february.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.